Event description:
The event is reported as: complaint alleges that during a selective intubation positioning with the carlen's tube; it was not possible to anchor the hook to the carlen's due to its partial detachment from the bronchopart. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.